Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the headstrap of a bc306 infant interface bonnet was "peeling off". This was noticed during use on an infant. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned bc306 infant interface bonnet was visually inspected. Results: the returned bc306 bonnet was packed in an unsealed plastic bag with a manufacture date of november 2003. It would appear that the complaint bonnet is eight years old at the time of the incident. Visual inspection revealed that the polyurethane foam in the strap glider had deteriorated, and had become brittle and powdery. In some sections only the brushed nylon was present. A lot check was not performed as no lot information had been provided. Conclusion: it appears likely that storage conditions may have contributed to the degrading of the glider strap. It is also possible that a chemical may have come in contact with the glider strap during use and contributed to the deterioration of the strap. However, without the details of how the bonnet had been stored, we were unable to determine what caused the issue. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the headstrap of a bc306 infant interface bonnet was "peeling off". This was noticed during use on an infant. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc306 infant interface bonnet has only recently been returned to fph (B)(4) and is currently being investigated. We will provide a follow-up report once we have completed our investigation.